Event description:
It was reported that the ok and backlight buttons are sticking. It was reported that the rubber keypad is intact but the button symbols are worn.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.